Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as july 22, 2019 but should have been september 05, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: outer shaft (part 03.812.001, lot unknown, quantity 1), cage (part unknown, lot unknown, quantity 1), applicator knob (part 03.812.004, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil . Selected flow: device interaction/functional . Visual inspection: the received instrument shows a strongly bent tip section. The fork where the implant will be attached is strongly bent on one direction. This is a clear indication that a lot of force was applied onto the implant. There are no other damages visible and the instrument is otherwise in good condition. Functional test: it is not possible to perform a function test due to the strongly damages on the tip section. Dimensional inspection: due to the damages the relevant dimension could not be measured. However, the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: these instruments underwent a 100% functional inspection for a correct opening of the fork before leaving the plant. There were no nonconformances reported and the parts past the functional test. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. As the fork of the instrument is strongly bent, we must assume that a lot of force was applied onto the instrument which has led to the damaged tip section. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.812.003. Lot: 2l84548. Manufacturing site: hägendorf. Release to warehouse date: april 05, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a tlif (transforaminal lumbar interbody fusion) procedure treating lumbar spinal canal stenosis, stabilizing l4-l5, on (B)(6) 2019, the surgeon was not able to detach a 7 mm implant from the applicator inner shaft. The surgeon disassembled the applicator inner shaft from other shaft components, but still was not able to detach the implant. While such a troubleshooting was going on, the cage deviated from the implanted location and happened to stimulate the nerve. The surgeon did not use the cage to prevent further nerve stimulation. The procedure was delayed by fifty (50) minutes. Post-operatively the patient was not able to raise the left knee due to paralysis. One day later the patient showed gradual recovery. Further medical follow-up will be required. The cage was removed and a bone grafting was performed. No further information is available. This (B)(4) occurred at the same procedure. Concomitant devices reported: unknown insertion instrument (part #: unknown, lot #: unknown, quantity #: 1), unknown cage unknown insertion instrument (part #: unknown, lot #: unknown, quantity #: 1), applicator knob (part #: 03.812.004, lot #: unknown, quantity #: 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).